Event description:
The customer requested a review of log data after a pt incident occurred in which a male pt coded and expired. The biomed did not feel there was a product malfunction although interviews with staff revealed varied opinions on what occurred.

Manufacturer narrative:
Pr#: (B)(4). The customer performed testing of the device on their own by running the device on a simulator overnight. The device was not returned to philips and no onsite eval by philips was performed. The biomed tested the telemetry product finding a few dropouts, but otherwise the device was operating properly. Wave data was already purged and log files do not store inop data; therefore, no conclusions about the status of the leads could be drawn. Insufficient info was provided to determine if the leads were on or off. The cause of the issue could not be determined.